Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the keel punch handle does not stay engaged in the punch. Punch is therefore difficult to remove from patient. Other means of removing the tray and punch that are not in the best interest of the patient are used such as prying the tray and punch up, taping up on tray and subsequent punch with a tamp and mallet, opening another set to try a new handle, pliers, etc.